Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 40 mg/ml morphine at a dose of 10 mg/day, 40 mg/ml bupivacaine at a dose of 10 mg/day, and 600 mcg/ml baclofen at a dose of 150 mcg/day via an implantable infusion pump for non-malignant pain and lumbar radiculopathy. It was reported that a critical alarm was occurring for low battery reset, reset, and safe state on (B)(6) 2016. The hcp also stated that a motor stall recovery occurred on (B)(6) 2016. The motor stall could not be seen in the logs. The patient experienced symptoms of withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.